Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file submitted for review due to multiple low voltage advisories on download. The event log captured numerous low voltage advisory and hazard events while on battery power only. The patient was reported to be sleeping on battery power and educated. Additional information requested but not provided.

Manufacturer narrative:
Manufactures investigation conclusion: the reported event of a controller failing to alarm was not confirmed. The log file spanned approximately 20 days (B)(6) 2022 per the timestamp). No notable alarm was observed. The hm3 system controller, serial (B)(6), was not returned for analysis. Additional information on 11mar2022 stated that the patient was sleeping on battery power source and was educated. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.